Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a persistent ¿unable to proceed, please check alerts before proceeding¿ message when attempting to fill tubing and was unable to complete setup despite trying multiple infusion sets, consistent with a pump alarm and a consecutive stalled motor condition. Symptoms included no reported adverse clinical effects. Outcomes included transition to backup therapy and shipment of a replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.